Manufacturer narrative:
Date sent to the FDA: 07/06/2009. Blade seized/stopped. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2009. During the procedure, the device stopped working while morcellating tissue. A new device was used to successfully complete the case with no adverse pt consequences.